Manufacturer narrative:
(B)(4). The staple line was resected and restapled with no harm to patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic deep anterior rectum resectioning, the stapler partially fired and the staples were poorly formed. The handle of the instrument was fully squeezed and there was not excessive tissue incorporated into the barrel of the stapler. In order to correct the issue, the staple line was resected and re-stapled. There was no patient harm due to the resectioning of additional tissue. To complete the procedure, a new device was used. There was no unanticipated tissue loss or damage as a result of the problem. There was no extension in surgical time. The patient left the hospital with no further injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a procedure. The visual inspection of the staple guide noted the instrument was partially applied. Some staples were partially formed. Since the clinical anvil was not received, a pmv representative anvil was used for all functional testing. The instrument was reloaded with a full complement of staples and applied to the appropriate test media producing acceptable results. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partially formed staples may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. The instructions for use of this product states: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.